Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with the four proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.